Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead was fixed to the atrial septum, but when the catheter was retracted, the lead pulled back - while remaining fixed to the tissue - however when the catheter was slit, the lead dislodged from the tissue. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.